Event description:
The rptr did meter to lab comparison tests. Forty-five minutes after a test at the lab, rptr did a blood glucose test at home and had a reading of 125 mg/dl. The lab test result was 202 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to unavailability of supplies. On followup, the rptr did a control test that was in range. Rptr inserts the test strip all the way and checks the confirmation dot when testing. Rptr uses an accurate technique when applying blood. No harm was alleged.